Event description:
Boston scientific received information that this device-dependant patient had experienced syncopal and near syncopal events. Upon interrogating this implantable cardioverter defibrillator (ICD) had revealed some undersensing on this right ventricular lead. In addition, oversensed noise did occur which inhibited pacing. The field representative was to further discuss programming changes with the physician. No further patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field representative. It was later reported that it was unclear if the oversensing had anything to do with the near syncope. The oversensing could not be correlated with the patient symptoms. The one stored episode oversensed three beats and inhibited one paced beat. The sensitivity was adjusted and the patient is to follow up with their physician upon discharge from the hospital. This investigation will be updated should further information be provided.